Manufacturer narrative:
(B)(4). Evaluation, results: stent thrombosis, mi, tvr.

Event description:
Patient had one endeavor sprint over-the-wire (otw) stent implanted to the proximal lad. Patient was asymptomatic/free of symptoms at 30 day follow-up. Approximately 4 months post procedure, the patient underwent a revascularization of the proximal lad due to stent thrombosis. Abnormal ecgs and/or elevated cardiac biomarkers indicated a possible myocardial infarction. The investigator assessed that the event was definitely related to the study device. Patient was asymptomatic/free of symptoms at 1.5 year follow-up and no other clinical sequelae were reported.